Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the dermatome was set to 6 with the 3 inch guard and it lacerated the patients skin edge. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was april 11, 2013 where it was reported that the device was not grabbing skin and it was vibrating and the swivel and standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on march 8, 2017 revealed that the device would be sent to the taiwan repair center for repair and calibration. Repair of the air dermatome was performed by (B)(4) on (B)(6) 2017 which included replacement of the motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal and external e-ring. The service technician noted that prior to repair, the device was within motor speed specifications but was outside calibration specifications at the zero thickness setting and outside side to side specifications at all tested thickness settings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the dermatome was set to 6 with the 3 inch guard and it lacerated the patients skin edge was non-verifiable as no testing was able to be performed to try to replicate the reported event. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(4) repair center. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome was set to 6 with 3" guard and it lacerated patient's skin. The harvested graft was not useable and an additional skin graft was required. No additional patient consequences were reported.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(6) repair center. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome was set to 6 with 3" guard and it lacerated patient's skin. No additional patient consequences were reported.